Event description:
Reportedly, valve explanted at implant due to regurgitation. The surgeon also described 'tenting' of the leaflets. Patient did not suffer any complications and was implanted with another valve.

Manufacturer narrative:
Device not returned.